Manufacturer narrative:
Result: load cell connection.

Event description:
It was reported by service report that the scale was reading incorrectly. It is unk if there was pt involvement, however, no adverse consequences are reported.